Manufacturer narrative:
Continuation of d10: product ID: afr-00006 (lot: 0230903243). Product type: catheter extension cable. Product ID: afr-00002 (lot: 0230871197). Product type: tubing set. Product ID: afr-00007 (lot: 0231273910). Product type: location reference patch. Product ID: non-medtronic product. Product type: catheter. Product ID: non-medtronic product. Product type: catheter. Product ID: non-medtronic product. Product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one month following an index ablation procedure using the sphere catheter, a patient who is a participant in a clinical study experienced acute kidney injury. Blood tests showed elevated creatinine levels (2.07 on admission, rising to 2.63, 2.86, and then 2.32 over subsequent days). Heart failure medication was held and fluids were administered. Computed tomography (CT) was performed and ruled out postrenal causes for acute kidney injury. The acute kidney injury was thought to be secondary to acute tubular necrosis and pneumonia, and unlikely related to cardiorenal syndrome, as urine sediments showed multiple granular casts with some nondysmorphic red blood cells. No further patient complications have been reported as a result of this event.